Event description:
Toothbrush head keeps falling off...metal connection has broken off where it would clip on, the bit has come off in the head - oral-b [device breakage]. Case narrative: a spouse via e-mail stated that their partner's oral-b toothbrush head kept falling off of her oral-b genius toothbrush while brushing. The metal connection broke off where it would clip on, with the bit coming off in the oral-b toothbrush head. No injury was reported. On 04-jan-2023 follow up via e-mail: the concomitant product was oral-b power rechargeable toothbrush handle 3765 genius. The concomitant product lot was bc909051339. No injury was reported. On 26-jan-2023 amendment from information initially received on 02-jan-2023: the suspect product was confirmed to be oral-b power rechargeable toothbrush handle 3765 genius. The concomitant product was confirmed to be oral-b power power oral care refills. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush head keeps falling off...metal connection has broken off where it would clip on, the bit has come off in the head - oral-b [device breakage] case narrative: a spouse via e-mail stated that their partner's oral-b toothbrush head kept falling off of her oral-b genius toothbrush while brushing. The metal connection broke off where it would clip on, with the bit coming off in the oral-b toothbrush head. No injury was reported. 04-jan-2023 follow up via e-mail: the concomitant product was oral-b power rechargeable toothbrush handle 3765 genius. The concomitant product lot was bc909051339. No injury was reported.